Event description:
According to the sales rep, the two 3.5mm locking screws that were in the plate ears and in the cuneiform, broke about 1cm below a 3-hole universal plate requiring a removal of the hardware. The case was a lapidus according to the sales rep. The surgeon noted that the pt had poor bone quality and was able to replace the plate/screw construct with a 5.0mm screw.